Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026. Product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-nov-2021, UDI#: (B)(4).; product ID: 977a260, serial/lot #: (B)(6), ubd: 20-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were impedance issues. Unknown at this time what the values were. Will be determined at an appointment with the patient on (B)(6). The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. It was reported that there were high impedances on multiple contacts observed. It was noted high impedances were first documented back in 2022 in which a previous rep had performed reprogramming. The leads were replaced and discarded. The impedances were resolved, but the cause was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.